Event description:
It was reported an angio-seal device was deployed on a thin patient. The collagen remained external and the physician was not able to tamp the collagen under the skin. Manual pressure was applied to acheive hemostasis. The decision was made to remove the angio-seal device and perform a thrombectomy. The patient reportedly was well.